Event description:
Boston scientific received information that this left ventricular (lv) lead was an attempted implant. The representative reported that with the patient's venous anatomy the impedances were greater than 2500 ohms even with repositioning of the lead. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.